Event description:
Customer reported the device would not power up. Customer site is a training site, no patient involvement. Service representative duplicated reported condition. Device was repaired and proper operation confirmed.